Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. A replacement pump was sent to resolve the issue.